Event description:
A letter was received from reporter, reporting that in 2004, a patient developed endophthalmitis following cataract extraction surgery. The trust carried out an investigation and concluded that the ia handpieces were found to contain surgical debris and were the likely source of the infection. The initial event was not reported in to the manufacturer.